Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with a highest blood glucose of 367 mg/dl over approximately five hours, and elected to disconnect from the ilet and use backup insulin therapy via inpen; the user planned to replace the 23-inch, 6 mm contact detach infusion set before reconnecting. Symptoms included vomiting, not feeling well, and trace ketones. Outcomes included no medical intervention and no assistance beyond customer support. Investigation included troubleshooting and user education. Investigation of this case revealed an unclear cause for the elevated glucose. It was concluded that the event involved hyperglycemia with cause unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.